Event description:
The manufacturer received information that an end user alleges he developed a "chemical pneumonia" while using a continuous positive airway pressure (CPAP) device and associated humidifier. The patient was treated in an emergency room a day after he stated he felt a burning sensation in his throat, and was released the same day with ventolin prescribed. The durable medical equipment (dme) supplier evaluated the device and did not detect any operational issues or evidence of a thermal issue. The manufacturer requested return of the device for investigation, but the dme is retaining it at present. The manufacturer's investigation is on-going and a follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The manufacturer received the CPAP and associated humidifier for investigation. There were no operational issues, and the devices passed all testing. There were no odors present, and no contamination was noted. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over (B)(6). It is for use in the home or hospital/institutional environment. The manufacturer is unable to confirm the end user's allegation he developed "chemical pneumonia" while using this device. No further action is necessary.